Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28 ,lot# va100ye, product type: lead. (B)(4). Analysis of the lead ((B)(4)) found no anomaly. The returned lead was attached to a known good screening cable. The distal end of the lead was placed into a 0.9% saline solution. Using a clinician programmer to communicate to the ens that was connected to the screening cable, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient was having a new lead implanted on (B)(6) 2016. The lead had impedances of over 4000 ohms on the 0 electrode. It was unknown what led to the event. The troubleshooting performed was that the manufacturer representative increased the parameters on the impedance check and checked many times as it was a brand new lead. They also pulled the lead, wiped it off, and reinserted it. The intervention taken to resolve the issue was that they opened a new lead. The issue was resolved and the patient was alive with no injury. The lead was never implanted and was returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.